Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level (value not provided). Reportedly, the cause was the customer was not able to use the pump, as the wrong supplies were delivered. The customer went to the emergency room (ER), and was subsequently hospitalized. Reportedly, replacement supplies were sent to the customer. No additional information regarding the reported allegation was provided.